Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer went to emergency room and was in intensive care unit due to high blood glucose above 600mg/dl, diabetic ketoacidosis and low blood pressure on (B)(6) 2018. Customer was treated with insulin pen. Customer had symptoms like severe chest pain, trouble breathing, felt like breathing in acid, a lot of pain, anxiety, throwing severe pain, felt like heart attack. Customer was wearing insulin pump at time of hospitalization but was off to insulin pump when in the emergency room. Customer declined troubleshoot for high blood glucose. Products will not be return for analysis.